Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2012, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to post deep vein thrombosis (dvt). The patient alleges vena cava perforation and fracture. The patient further alleges pain, fainting spells, stamina, limited activity, and post-implant dvt and pulmonary embolism (pe). (B)(6) 2016, per a report from venogram; ¿partial thrombosis of the ivc secondary to ivc filter, which appears to be low lying approximately 5 cm below the renal veins. The legs are just above the level of the bifurcation. Successful thrombolysis/ thrombectomy of the caval thrombosis with interval reduction of clot burden with improved flow through the previously thrombosed segment.¿ (B)(6) 2016, per a report from xray; ¿successful restoration of flow within the right femoral vein as well as supra portion of the right popliteal vein along with the right common femoral vein iliac vein and inferior vena cava. Previously there was pre occlusive thrombus within the right popliteal femoral and common femoral veins as well as a large amount of thrombus within the inferior vena cava filter extending cephalad into the suprarenal inferior vena cava.¿ (B)(6) 2017, per a report from venogram; ¿nonocclusive subacute to chronic embolus within the inferior vena cava just above the inferior vena cava filter. Saddle embolus within the main pulmonary arteries left much greater than right. The acute pulmonary embolus extends into the left interlobar artery and branches to the left lower lobe.¿ (B)(6) 2017, per a report from computed tomography; ¿ivc is grossly patent evaluation for nonocclusive ivc thrombus is suboptimal due to streak artifact from venous bolus and intravascular catheters.¿ (B)(6) 2017, per a report from computed tomography; ¿an infrarenal inferior vena cava filter is identified. A filling defect is appreciated at the level of the ivc filter which extends above the level of the ivc filter consistent with thrombus. More superiorly at the level of the renal veins a calcification is noted likely representing calcified thrombus. The iliac veins and visualized proximal femoral veins are patent bilaterally. The portal vein is patent.¿ (B)(6) 2020, per a report from computed tomography; ¿ivc filter as detailed. Nonspecific calcification within the ivc at the level of the left renal vein, possibly a portion of broken off ivc filter versus vascular calcification.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d1, d4, g4, h4, annex e, annex f, annex a, annex g, annex b, annex c, annex d, and h6. G4: k211874. Investigation: the following allegations have been investigated: pulmonary embolism, fracture, vena cava perforation, occlusive thrombus/deep vein thrombosis, pain, fainting, stamina, limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain, fainting, stamina, limited activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.